Event description:
Reporter indicated that during a vns lead replacement surgery, the generator was interrogated and found to have zero years remaining on the battery with a "vbat disabled" message. The lead was being replaced due to the pt being in a fight which caused trauma to the vns lead, and the generator was not previously at end of service. It is suspected that cautery used near the generator during the surgery, damaged the generator. A new generator was implanted and the suspect generator was returned for analysis. Analysis of the generator is pending.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.